Manufacturer narrative:
Product complaint #(B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation. Initial reporter is a j&j company representative. A review of the device history records has been requested and is currently pending completion. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remedial acton initiated other type 2nd.

Event description:
It was reported on an unknown date on an unknown procedure that the mechanism of the handle that connects the protection sleeve for the opening drill bit in the rafn (expert retrograde antegrade femoral nail) no longer works. The internal spring or mechanism inside the handle that allows the end of the protection sleeve to hold in the handle no longer functions. No patient consequence. Surgical delay is unknown. This complaint involves (1) device. This report is for one (1) silicone handle with quick coupling. This report is 1 of 1 for (B)(4).

Event description:
The surgeon had to hold protection sleeve in place while using the opening drill bit by the connecting piece and not the silicone handle. The procedure was completed successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part (B)(6), lot t989189: manufacturing site: tuttlingen. Release to warehouse date: may 28, 2013. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, the matrix handle complete was observed to be missing one ball on the shaft complete component. Due to the missing ball, functional assessment could not be performed. Dimensional analysis was not performed as there was no damage that warranted dimensional inspection. The current and manufacturing drawings were reviewed; no design issues or discrepancies were identified. The complaint is confirmed as the received device was missing a component. The missing ball helps retains component together and therefore impacts the functionality of the device; hence this complaint is confirmed. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.